Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided, cause was unknown. Customer gave a correction bolus via the pump to address bg level. Recommendation was made to discuss diabetes management with a health care professional. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.